Event description:
Patient presented on 7/05 for an outpatient bilateral uterine fibroid embolization. An angioseal was used to close the puncture site. Upon returning home the patient began to experience right lower extremity claudication. An arteriogram was performed on 9/05 which demonstrated a dissection with occlusive thrombus in the right common femoral artery at the deployment site of the angioseal. This injury will require surgical repair.